Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by attempting to load a new cartridge, but the cartridge alarm persisted. As a resolution, technical support decided to replace the pump. The customer planned to use multiple daily injections as a backup therapy.